Event description:
Caller reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting after informing the sales associate about the issue.